Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was having issues with the device. He stated that the device auto-inflates and does not completely deflate. The patient stated that the pump is still extremely difficult to pump, and he also noted that he has a slight shaft curvature which he did not have previously. The patient was evaluated by a physician, and he does feel there is some degree of malfunction. There was air observed in the device. The ipp was explanted. There were no additional patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was having issues with the device. He stated that the device auto-inflates and does not completely deflate. The patient stated that the pump is still extremely difficult to pump, and he also noted that he has a slight shaft curvature which he did not have previously. The patient was evaluated by a physician, and he does feel there is some degree of malfunction. There was air observed in the device. The device is currently implanted with no surgery performed yet. There were no additional patient complications.

Manufacturer narrative:
B3 approximated.

Manufacturer narrative:
B3 approximated. Updated b5 describe event or problem, d6b explant date, h6 device codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with malpositioned pump and slight left leaning curve of penis. He stated that the device auto-inflates and does not completely deflate. The patient stated that the pump is still extremely difficult to pump, and he also noted that he has a slight shaft curvature which he did not have previously. Pump was sitting inverted at penoscrotal junction. The pump was positioned to more optimal position and investigated the cause of the curve. The physician concluded that the curve was nominal, and that changing the patients current hardware ran the potential of doing more harm than good. Device was tested to satisfaction and the procedure finished without complication. No further patient complications reported.